Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure no capture was noted at high output with several attempts at repositioning the right ventricular (rv) lead into the his bundle region. It was reported the lead would not affix to the his bundle. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.